Event description:
Patient with heartware lvad was admitted due to recurrent symptomatic anemia/melena in the setting of inr 2.1 and hemoglobin 6.0. Three units of blood were transfused over the course of the hospitalization. Endoscopic evaluation included a colonoscopy which failed to reveal the bleeding source. Inr goal was decreased to 1.8 to 2.2. Status 3 for heart/kidney transplant. A heparin to coumadin bridge was completed prior to discharge. No aspirin therapy.